Event description:
Abbott starclose vascular device placed on femoral artery in 2007 after heart catherization. Was not told this device would be used. I have never heard of it until after the procedure and was handed a pamphlet that told me about it not from the mouth of the dr. I began almost immediately with severe pain down my leg, nauseous, redness, blisters, rash, and itching. These are all surrounding the area of where the starclose was inserted on the artery. It has been exactly one week and all of my symptoms worsen each day. I have been put on medicine to help the reaction but unfortunately none are helping. Here are issues that need to be addressed with abbott and doctors that patients should be told about these devices before, not after the fact. We should have the option to not have them placed in us. Questions need to be asked if the pt has any allergies to the components these are made of. I am highly allergic to nickle. Never was I told about this device or asked if I was allergic to nickle. This device will now have to be removed from my body. I feel that not enough complaints are being made against these companies who have made these devices and something needs to be done to address many issues. Read all of the posts concerning this topic. I am not alone and I am sure there are hundreds of others who do not have internet access to address their issues on the board. And that is only one board, who knows how many other medical boards are out there with posts concerning this topic. Http://www.ptca.org/forumtopics/topic025.html. Dose or amount: 1, route: intra-artery, dates of use: lifetime, diagnosis or reason for use: heart catheterization femoral artery closure.